Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes for disabled valves, ventilation error and communication error. The control printed circuit board (pcb) was replaced as a precaution according to the recommendations in the service manual. The evaluation of received device logs confirms the generation of the reported technical error codes once on (B)(6) 2021, and stop of ventilation. A pre-use check passed after the ventilator was rebooted. The returned control pcb was tested flawlessly for five days by the return department. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this are currently being developed within the r&d department and a solution will be made available in a future software release.

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves. There was no patient harm. Manufacturer ref. #: (B)(4).